Event description:
As reported, after insertion for temporary pacing in a bradycardic patient in the ICU, this swan-ganz catheter did not pace. The external pacemaker and connectors (dinapt) were exchanged, but the issue remained the same. A scanner was done at the cat-lab which confirmed that the catheter was placed correctly, but it was unable to capture. The catheter was replaced for a new one, which worked without any issue. There was no patient injury. He catheter was received for evaluation. Patient demographics were requested but were not available.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full evaluation. As received, the continuity testing confirmed a full open condition in the proximal circuit. The distal circuit was found to be continuous. Then, a cut down of the catheter body was performed and proximal circuit leadwire was noticed broken. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for five minutes without leakage. No other visible damage or defect was observed from the balloon, windings, catheter body, and returned syringe. Customer report of pacing issue was confirmed. An engineering evaluation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Further investigation was performed by the engineers at the manufacturing site. A product risk assessment was performed and CAPA was opened to investigate the root cause of the pacing difficulty failure effect for bipolar pacing catheters with full open, intermittent, and short conditions at tip. In addition, the correct lot number of the device involved was updated as per device history record review. Therefore, the d4 lot number, device manufacturing date and expiration date fields were updated accordingly. As a result of the manufacturing records review, there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. Per the instructions for use, the IFU contains instructions on how to avoid damaging the catheter: "precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. " and "precaution: since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.